Event description:
It was reported that the patient complained about receiving no sound with his implant. The audiologist checked the correct functioning of the audio processor. Adjustment of the mapping did not improve the situation. Even with maximum output, the patient could not hear any sounds coming from the implant. A CT scan was carried out to check the positioning of the fmt, this showed that the fmt has been dislocated about 1-2mm from the round window niche - not touching any middle ear structure at all. An implant check showed faint but measureable acoustic signals induced by the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow-up report.